Event description:
It was reported that a lead integrity alert (lia) repetitively triggered due to sensing issues, artifacts in high rate non-sustained tachycardia episodes and high sensing integrity counter (sic). It was noted that there was a possible fracture and maybe a connection issue with the right ventricular (rv) lead. It was also reported that there was a suspected connection issue with the implantable cardioverter defibrillator (ICD). It was noted that provoking oversensing on the rv was negative for rv tip/rv ring as well as for rv tip/rv coil. The device was reprogrammed to integrated bipolar sensing to confirm a ring-conductor issue only. It was noted that a revision procedure would be discussed. The ICD and rv lead remain in use. No patient complications have been reported as a result of this event.